Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side hole on posterior patch and implant deflated completely. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, d9, h6.

Event description:
Healthcare provider reported a right side deflation. Healthcare provider reported a right side hole on posterior patch and implant deflated completely. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one split in patch that leaks assessed as a workmanship, related to the reported complaint. Additional observations: creases are observed. Wear abrasion is observed.

Event description:
Healthcare provider reported a right side deflation. Healthcare provider reported a right side hole on posterior patch and implant deflated completely. The device has been explanted.

Manufacturer narrative:
Further investigation: based on the device analysis performed, the event of deflation was observed and assessed as a workmanship per qa199.06, code ss (split in patch area). Per the review of the risk documents, the event of split in patch area is a known event for which manufacturing process controls and inspections are established to reduce the incidence of this defect, as employee qualification in vulcanization, 100% visual inspection, and sampling inspection by quality. This event is categorized as monitor in the residual risk region. In addition, the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2563532 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all split in patch area complaints for saline breast implants that have been manufactured in the last 2 years (from oct 2020 through sep 2022) was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Additionally, this event was reviewed with the saline assembly personnel in order to increase awareness of the patching process and potential defects that may occur along with the quality controls and inspections in place. See "manufacturing personnel review" attached in supporting documentation grid. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. However, split in patch area events will continue to be monitored and corrective action taken in the future if deemed appropriate.